Event description:
Additional information received from the healthcare provider (hcp) reported that troubleshooting had been performed and actions had been taken.

Manufacturer narrative:
Concomitant medical products: product ID 97792, lot# n538645, implanted: (B)(6) 2015, product type: accessory. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Information received from a consumer regarding an implantable neurostimulator (ins). The indication for use included spinal pain. The patient reported a loss of therapy. The patient met with a manufacturer representative last week who gave them a program b for the right side that the patient could try. It was reported that program a was for the patient's left side, and the left side has been bothering them for the past two days. The patient stated they were currently on program a and had a setting 1 and 2, but they cannot move to program b. The patient's spouse tried to switch to program b but it was not showing up. The patient was redirected to their hcp as they appear to only have program a. Two weeks later, the patient called back requesting assistance with the programmer. The patient stated they could decrease stimulation, but were unable to increase it. After syncing with the ins, the patient stated there was no lightning bolt icon. The patient was walked through turning stimulation on and they were able to increase stim.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the trial device was "great" and their pain was just about gone but when the doctor implanted the permanent ins device they hardly got any relief. The patient also mentioned that the implanting physician put in the wrong device. They kept going to the same healthcare professional (hcp) and had the device adjusted by never had any pain relief. The patient then went to a different doctor in (B)(6) 2015 where an x-ray. The hcp stated that it looked like one "wire" was not connected and "there was like a good 1 inch, maybe 1.5 inch, they were supposed to be side by side and one wire was completely down." The patient had revision surgery 4 weeks ago and after the surgery the physician's assistant adjusted it. The patient noted they are legally blind. If additional information is received, a follow up report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reported that they had seen their physician and the manufacturer representative (rep) on (B)(6) 2015. They worked very hard to get the device adjusted but the patient just did not think it was working. They did not seem to be getting any relief. They had an upcoming appointment on (B)(6) 2015. If additional information is received, a follow-up report will be sent.